Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart mrx defibrillator etco2 monitor did not show information on the screen during use. There was no negative patient impact.